Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right side deep brain stimulation (dbs) generator was removed and replaced due to infection.